Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 39 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include talking funny and then fell to the floor. The patient was treated with intravenous fluids and insulin, and vitals were checked every 3 hours. The patient was released the following day. The pod was removed at the hospital.